Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure to convert from an epicardial system to a transvenous system, a milky substance was observed in the device pocket. The device was explanted and the right ventricular (rv), right atrial (ra), and left ventricular (lv) epicardial leads were capped. Drains were placed and a leadless pacemaker was implanted for pacing support. After cultures confirmed an infection, the epicardial leads were later fully explanted. No further patient complications have been reported as a result of this event.